Event description:
It was reported that the ar-6480 dualwave pump pressure spiked without anyone manually changing the settings.

Manufacturer narrative:
Per completed vendor evaluation, the complaint is not confirmed. No flowrate or pressure discrepancies were observed. The unit passed all bench tests before and after conducting a four hour burn-in verification test.